Manufacturer narrative:
The sodium and chloride electrode lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode and chloride electrode results from the cobas 4000 c311 stand alone system for three patients. Patient 1's initial sodium result with a plasma sample was 117 mmol/l, and the repeat result was 132 mmol/l. Patient 2's initial sodium result with a serum sample was 290 mmol/l, and the repeat result was 134 mmol/l. The initial chloride result was 124.5 mmol/l, and the repeat result was 102.2 mmol/l. Patient 3's initial sodium result on (B)(6) 2026 with a plasma sample was 198 mmol/l, and the repeat result was 131 mmol/l.